Event description:
It was reported that the user experienced low glucose episodes after meal announcements while using the ilet system, with one documented low of 57 mg/dl following a sequence of carbohydrate intake to avert a perceived low, subsequent hyperglycemia to 220 mg/dl, and corrective insulin leading to hypoglycemia; the user¿s healthcare provider recommended a factory reset, which was completed without changing glucose targets, and the device returned to automated (¿bionic¿) mode. Symptoms included hypoglycemia. Outcomes included no hospitalization and successful restoration of therapy settings via factory reset. Investigation included agent review of user charts, education on pump procedures and best practices, and guided factory reset with confirmation of infusion set in use. Investigation of this case revealed user management factors, including overtreatment of lows and corrective dosing following rebound hyperglycemia, as the likely contributors rather than a device malfunction. It was concluded, based on established patterns in similar reports, that the cause was user-related treatment behavior leading to hypoglycemia, with device function acceptable after reset.